Event description:
It was reported that this patient has previously had multiple untreated episodes in the past due to oversensing of noisy signals. No changes were made to the system at that time. Recently, the patient received inappropriate shocks due to oversensing of noisy signals. Subsequently, the entire system was explanted due to the inappropriate shocks. No additional adverse events were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the terminal pin assembly and electrode body found possible arc marks at the distal area of the shocking coil. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Laboratory analysis concluded the arc marks were consistent with induced damage related to the explant procedure.

Event description:
It was reported that this patient has previously had multiple untreated episodes in the past due to oversensing of noisy signals. No changes were made to the system at that time. Recently, the patient received inappropriate shocks due to oversensing of noisy signals. Subsequently, the entire system was explanted due to the inappropriate shocks. No additional adverse events were reported.